Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (ecgs non-functional) was confirmed. As received, the electrode belt failed incoming testing, specifically the ECG fall - off test. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting the rear pulse wires. The cause of the test failure was the pulled pulse wires. The cause of the pulled wires was the pulled dn to rear te cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.